Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an error message indicating that the voltage was too low for the projected remaining capacity. The device had an estimated remaining longevity of 10.5 years. An automatic capacitor reformation was performed and the charge time was 8.9 seconds and no further message was noted on the programmer. No adverse patient effects were reported. Printouts will be sent to boston scientific technical services (ts) for further evaluation.

Event description:
Additional information was received that this ICD was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the ICD remains implanted and in service. Once any additional information does become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed six low voltage battery faults had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
Once the ICD is returned and analysis completed, this report will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
---

Event description:
Additional information was reported that a memory download was sent to boston scientific technical services (ts) for further evaluation. Evaluation of the data revealed that the device is malfunctioning and could possibly lose the ability to deliver therapy within two weeks. The ts consultant discussed that device replacement should be performed as soon as possible. At this time the device remains implanted and in service. Once the device is replaced, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.